Event description:
Additional information received noted oversensing due to noise.

Event description:
It was reported via remote transmission that the implantable cardioverter defibrillator exhibited oversensing. It was unable to be confirmed whether the source was noise or external electromagnetic interference. No intervention was reported. The patient was stable and asymptomatic.